Event description:
It was reported that a malfunction alarm occurred with the code malf 21, which was not resettable. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was advised to switch to multiple daily injections and contact their healthcare provider for insulin delivery in the interim. Tandem technical support confirmed the shipping address and instructed the customer on returning the faulty pump, sending a replacement pump in return.